Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the bullet tip (dissection tip) broke at the base and pieces fell off inside the leg and could not be located. After the vein harvesting is completed, the leg has to be opened to find the pieces and retrieve the broken pieces out. The hospital did not report any further pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the conical tip securely attached to the juicer body. Cracks were also observed and a piece of the juicer body was broken and was not returned. The reported complaint of the dissection tip breaking off is confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode.